Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Medical device problem code: 2993 adverse event without identified device or use problem. Medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced skin reaction with itching, rash, redness, inflammation, and infection under entire patch area, which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2023, the reaction was treated with a prescription of an oral antibiotic medication apo doxy® 100 mg (doxycycline). No additional event or patient information is available.